Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR- 0001038806-2021-01962.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported by the customer that the implant was removed due to sinus perforation.